Manufacturer narrative:
Additional patient identifier reported as (B)(6). A product investigation was performed. The returned drill bit was found to be broken at the distal tip. There is evidence of tap or a sticker being placed on the proximal end of the device, which does not impact functionality. No other anomalies were noted. Material record review (mrr) was generated on (B)(6) 2006 for nonconformance of dim 9 not complete as per specification all inspection steps to be completed. Inspector was re-trained for device missed during inspection. Dimension 9 is on the proximal end of the device and is not relevant to the broken distal tip. Review of the device history record(s) showed that there are no issues during the manufacture of the product that would contribute to this complaint condition. The complaint is confirmed. A functional test, and therefore replication is not applicable as the device was already broken. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. The outer diameter of the drill bit measured and found to be within the specification per relevant drawing. The cannulation of the drill bit at the broken end measured and is within the specification per relevant drawing. No definitive root cause was able to be determined. The broken drill bit is likely related to continued use and sterilization cycles over the 10+ year life of the device. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Additional product code: hsz. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: DHR review part # 310.634, synthes lot # (B)(4), supplier lot # 057174, release to warehouse date: 15 nov 2006. Expiration date: na. Supplier: (B)(4). Mrr # 119668 was generated on 14 nov 2006 for nonconformance of dim 9 not complete as per specification all inspection steps to be completed. Inspector was re-trained to section 6.5 rev g for device missed during inspection. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a surgery a surgeon was placing the screws on the head of the femur when the screwdriver broke. Also, at the same time when the surgeon used the drill bit this also broke, generating a delay of two (2) hours in the surgery due to the change of anesthesia procedure. There are 2 devices in this complaint. Concomitant devices reported: screws (part number unknown, lot number unknown, quantity 1). This report is 1 of 2 for (B)(4).